Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery handpiece device seal was worn, the housing and labeling were damaged, the bearing was corroded, the moving parts did not move smoothly, the trigger was sticky and the etching was illegible. It was further determined that the device failed pretest for general condition, marking & labeling, leakage test using bubble emission technique, check for free moving, check falling out protection (steel ring), check for sticky trigger, and check condition & function of triggers. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.